Event description:
It was reported that the user experienced hyperglycemia for approximately four hours while using the ilet, with a peak blood glucose of 215 mg/dl after a less-than-meal announcement; device checks of the ilet, cartridge, tubing, and infusion set showed no leaks or malfunctions, and the user had changed the target range in an attempt to increase dosing, which was addressed with troubleshooting and education and a follow-up training was scheduled. Symptoms included slight nausea, and ketones were negative. Outcomes included no use of backup therapy, no professional medical intervention, and no hospitalization. Investigation included review of device status with the user, assessment of infusion components for leaks, review of dosing behavior relative to the algorithm, and user education regarding target settings. Investigation of this case revealed no device malfunction, no component damage, and that algorithm dosing was functioning as designed; the event was attributed to hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.